Event description:
Patient was admitted 6/22/97 via emergency dept. With ipf (pulmonary fibrosis), pulmonary hypertension, chronic respiratory failure. Po2 38 pco2 36. Ph7.41 on 4l nc. A scoop catheter was placed on june 19, 1997. On 6/25/97, a scoop-1 catheter was placed. On 6/26/97 at 0400, patient was noted to be bradycardic. Atropine was given with no response. Patient was unresponsive to verbal/physical stimuli. Scoop catheter was found out of trachea and lying on neck. Patient status was "no code". Patient expired.